Event description:
While the client was being lifted out the bath with a tempo floor lift (just above the bath for about 2 cm), one clip appeared not being fixed properly at the fixing point of the dynamic positioning system. The client fell back in the bath. No injuries were reported.

Manufacturer narrative:
(B)(4) on behalf of the manufacturer bhm medical, inc. (Registration # 9681684). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). (Under registration #9617021). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration #9681684. Additional information will be provided following the conclusion of the manufacturer's investigation.